Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 389 mg/dl at the time of hospitalization and the current blood glucose of the customer was 115 mg/dl. Customer report other blood glucose value was 400 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The customer experienced symptoms such as nausea. The customer was treated with intravenous fluids, clear liquid diet, zofran for nausea. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.